Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system had frequent premature ventricular contractions (pvcs). Electrogram (egm) review revealed atrial pacing was occurring just before the pvcs and blanking them, and the device provided ventricular pacing after the pvc. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.